Manufacturer narrative:
The associated complaint device was returned and evaluated. Upon review of the returned pin driver, we were able to confirm the complaint. The inner cylinder of the pin driver had fallen out. This is consistent with bug 614, the product support engineering team has been made aware of this occurrence and is working to fix the issue.

Event description:
It was reported that during surgery while removing navio bone pins the navio pin driver separated. No delay was reported and a backup device was available. No patient impact involved.

Manufacturer narrative:
The device, was intended for use for treatment. Visual inspection of the returned pin driver confirmed that the inner cylinder of the pin driver had fallen out. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 15 prior similar events. This failure mode will be trended to assess for any necessary corrective actions. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. The engineering team is further investigating this malfunction.

Manufacturer narrative:
H10: a1, b1, d10, e4, h3, h5, h8: updated information. H11: e3, g5, h6: corrected information.